Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer and advised the customer to check the substrate bottle cap fittings for tightness; the customer reported the white fittings were loose. The customer tightened the fittings, repeated system check, and ran quality control (qc); there were no reports of further failures. Bec did not dispatch service. (B)(4).

Event description:
The customer reported a failed system check procedure on an access 2 immunoassay system. The customer stated there were no issues with patient sample results in connection with this event.